Event description:
This was a laser lead extraction conducted in the cardiac cath lab to extract two leads (ra and rv) due to an acute infection. An arterial line was placed, fluoroscopy and back-up surgeon/surgical team ready. The md cut both leads and inserted a lld-ez into each lead then began lasing the ra lead removing it successfully with a 14f sls ii. While lasing the rv lead with a 14f sls ii the md eventually upsized to the 16f sls ii due to adhesions. The rv's insulation became separated from the lead lumen at the tip. A portion of the tip remained after the lead was extracted. The physician used an ensnare to attempt retrieving the tip remnant via the femoral vein. It was during this retrieval attempt that a rv tear occurred. Blood was observed in the pericardial fluid during the femoral procedure. Echo showed minimal fluid; pericardiocentesis was not required. It was determined by the md and the CT surgeon that a micro-perforation of the rv had occurred. The pt was transferred to the ccu for 24 hour observation and was discharged the following day. No devices were retained for return analysis, as they were disposed of during the case by hospital staff.